Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust self-expanding stent during treatment of the patient¿s superficial femoral artery (sfa). There were no abnormalities reported in relation to anatomy. The vessel was pre-dilated with a 5x200mm device. The device was not passed through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed right before stent deployment. It was reported the thumb wheel was stuck (not turning) in the middle of stent deployment hence the middle portion of the stent was elongated. Physician finished the stent deployment by slowly pulling the retracting sheath so as to deploy the rest of the stent, stent placement was not adjusted after initial flowering of stent. The length of the deployed stent in the vessel was 150mm. The delivery system was safely removed from the patient. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was returned with the red safety tab out of the device, no stent returned with the device, so the device was identified from the strain relief. The red lock tube could be seen still adhered to the gold outer when observed through the lock pin opening. The device handle was opened, the tube assembly was observed to be adhered to the gold isolation sheath and the pull cable was detached from the catheter of the device. Image analysis: the customer returned two images for evaluation. Image 1: this image depicts a section of the patients¿ vasculature in what appears to be the superficial femoral artery. A stent can be visualised within the artery, which appears to be elongated. Image 2: this image depicts a section of the patients¿ anatomy, where the pelvis and femur can be observed. A stent can be visualised, which appears to be elongated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.